Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the open pacer placement procedure, while closing, suture detached from the needle with routine handling. A new suture was used to complete the case. There was no patient injury.